Event description:
It was reported that the bleeding was coming from the left posterior lateral aspect of the sewing cuff. The surgeon placed three sutures to reinforce the area.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding from the apical cuff could not be confirmed through this evaluation and a specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed passed all inspection and testing steps. The heartmate 3 instructions for use is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant, there was a small leak from the area between the heartmate 3 and the apical cuff. There was no compromise to the patient.

Manufacturer narrative:
Section a- patient weight and gender have been requested; information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.